Manufacturer narrative:
H3, h6): the manufacturing representative (rep) went to site to test the imaging system and no issues found relating to the machine not exposing. Multiple 2d and 3d spins were completed without issue. Logs showed the instance where they pressed the x-ray hand switch button for a standard 2d shot but it was only for 600ms. This is not long enough for the unit to spin up and expose. Mdt recommends a minimum of 3 seconds or 3 beeps. No further issues noted. Machine works as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the system would not take an image this morning. It occurred intra operatively and there was no delay to the case. No reported impact to the patient.

Manufacturer narrative:
Section a: patient information updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.